Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 24/aug/2018. Date received by manufacturer: 25/jul/2018. The central processing unit circuit board was returned for evaluation. Visual inspection showed signs of thermal damage to the board. During testing several electrical components were found to be shorted causing the board to not power on.

Event description:
The customer reported that the ventilator had a defective power supply and will not boot up. There was no patient involvement.